Manufacturer narrative:
Complaint evaluation: the customer called philips to order a replacement battery. Customer resolution and conclusion: the customer was given part information for a replacement battery and has ordered the part. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the customer needs a replacement battery. There was no patient involvement.